Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4). Device download data (attached) does not suggest a device malfunction causing or contributing to the adverse event.

Event description:
A us distributor contacted zoll and reported that the patient was treated by the lifevest on (B)(6) 2019 and passed away on (B)(6) 2019. The patient was at home at the onset of the event. The lifevest delivered five treatments during the event. The lifevest delivered a treatment during vt at 12:29:39 on (B)(6) 2019. The treatment converted the arrhythmia to a sinus rhythm. The patient later again degraded to vt at 02:51:09 on (B)(6) 2019. A second treatment was delivered and the arrhythmia was converted to a sinus rhythm. Between 02:57:33 adn 03:01:38 three treatments were delivered during a sinus rhythm with runs of nsvt. The nsvt runs contributed to the false detection. The response buttons were not pressed. Download data suggests that the lifevest was shutdown at around 3am on (B)(6) 2019. The patient's sister reported that the patient was transported to the hospital by ems and passed away at around 3:50am on (B)(6) 2019. Download data indicates that the lifevest was not active at the time the patient passed away.